Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occured in brazil. It was reported that, the patient faced infusion set's insulin flow block alarm event on (B)(6) 2025. Blockage was at quick release. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5417149, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5417149 was manufactured according to the work instruction (wi) version 74 and manufactured in the line 12 on 22/feb/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 5418281 was manufactured according to the wi version 26 assembled in the quickset line on 22/feb/2023, with a total of (B)(4) units. Lot 5418282 was manufactured according to the wi version 26 assembled in the quickset line on 22/feb/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.